Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise. No changes or interventions were reported. The patient's condition was unknown. No further information was reported on this event.